Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to loss of range of motion. The tibial tray and tibial bearings were removed and replaced and tibial augments, cruciate wing, and stem were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02677 / 02678).